Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was not beeping downstream occlusion and just flashing red on the screen occurred during delivery in the med/surg department. Zosyn was being used at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "did not alarm downstream occlusion, flashing red on the screen, did beep second time after recreated" was not reproduced. Evaluation sent the device to flowline for ultrasonic sensor us occlusion, ultrasonic sensor us air, and downstream occlusion tests, and the device passed all tests. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.